Event description:
Customer posted in the saalt (B)(6) and stated that her iud was pulled out while removing her saalt cup. Saalt commented on the post and asked the customer to email us directly to explain a bit more about their experience. Customer emailed us and explained that one day while they were removing their cup, they pulled on the stem instead of pinching the base to break the seal. She said she felt more cramping than normal when she removed her cup that time. She then went to the doctor to confirm whether the iud had been expelled or not, and her doctor said that it had been expelled when she removed her cup. Saalt responded to her email and asked her to provide some additional information about her experience. We asked her to tell us which cup she was using, as well as her address, original order number, and date of birth. The customer never responded to saalt's additional follow up emails. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.